Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation

Event description:
The customer stated that this unit is alarming "vent inop, motor fault, low pip and low ve alarm." There was no patient involvement at the time of the event.